Event description:
During routine testing, device display was unreadable, which would prevent monitoring a pt's ECG. There was no pt involvement.

Manufacturer narrative:
Evaluation of the device found confirmed the reported problem. The display was physically damaged. The customer stated that the device fell off a shelf. The mil-std 810e shock/drop rating of the device was exceeded, resulting in the broken display. The display was eplaced. The device was calibrated, tested, and performed in accordance with it specifications.